Event description:
Customer reported via phone, the insulin pump was broken and he was experiencing extreme lows and high blood glucose levels. Customer's blood glucose was 29 mg/dl, treated with food and juice. Blood glucose range was from 29 to 360 mg/dl. Troubleshooting was performed for damage. Customer stated the device was cracked all way around reservoir compartment and is unaware how damage occurred. Customer was advised to discontinue use of the device, revert to backup plan, and the device needed to be replaced. Customer agreed to return the device for further analysis. Customer stated his reservoir has fallen out a couple of times and he had two near death experiences.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.